Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system associated with the finished goods batch was returned for analysis. The tip od was measured was within specification. The two most proximal rows of struts were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal from the patient. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube or outer of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. A 38 x 2.75mm taxus¿ liberté¿ long drug-eluting stent was selected for use and advanced to treat the unspecified target vessel but was unable to cross. The device was then removed. No patient complications were reported. However, returned device analysis revealed stent damage.